Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was received engaged with the subject instrument. The reloads jaws were clamped and the knife bar was retracted to the 3cm cut line. The cartridges noted that the reload was fully fired. Functionally, the subject instrument was fully retracted and the reload jaws opened. The reload was unloaded from the instrument, and was the reloaded onto the subject instrument for functional testing. The interlock was overridden and the reload was cycled without hesitation or binding. The reload jaws opened when the instrument retract knobs were fully retracted. The reload interlock was tested and was found to function properly. It was reported that the instrument would not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the firing knobs were not fully retracted to release the reload jaws. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p3l0855) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a upper right lobectomy procedure, the instrument did not fire. A new handle and reload was used to resolve the issue. There was no patient injury.